Event description:
Per information received from the registry: this patient underwent stenting of the proximal lad with a cypher stent. Immediately following stent deployment, the patient experienced a intraprocedureal dissection and abrupt closure of the left main artery (lma). This was treated with the placement of an additional cypher stent. This patient was admitted to the hospital with a chief complaint of unstable angina. The patient was currently taking statins and ace-inhibitors. The patient was taken urgently to the cath lab, where angiography revealed a de novo 90% heavily calcified lesion in the proximal lad. A bolus of angiomax was administered via IV along with a loading dose of plavix. Additionally heparin was administered. The lesion was predilated and a 2.5 x 23mm cypher stent was deployed.